Event description:
Nine reports of patients with various post-operative injuries, including neuropathies, edema, bruising, petechiae, blisters, and pain. All patients were of various ages, genders, size, and nationalities and had undergone surgical procedures of varying types and lengths. No consistencies were found in anesthesia care providers. All patients recovered from their injuries. Specific information follow: the patient was in the prone position, bruising noted to the right upper arm (6" x 4.5") at the end of the case.